Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had a scratched screen and that a battery life issue that started (B)(6) 2016, an absence of no delivery alarm issue on (B)(6) 2015, a no delivery alarm on (B)(6) 2016, a blank display on (B)(6) 2016 and an issue with insulin squiring out, but did not recall the date. The customer did not recall a blood glucose reading for any of these events. The insulin pump had not been dropped, bumped, or exposed to moisture. Residue was noted in the battery cap, and the battery cap was replaced. He also reported that the light button had become less responsive. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. A continuation of therapy insulin pump was sent to the customer.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The battery cap was inspected; no damage or anomaly noted and the battery cap fits and removes properly inside of the battery tube. The insulin pump was received with the operating currents within specifications and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump primed properly, no unexpected excessive no delivery alarms noted, and rewind functioned properly. No motor drive anomaly noted. Installed a water filled test reservoir, primed the pump, and set the low reservoir alarm to 20 units; the insulin pump was programmed and delivered several bolus deliveries. The low reservoir alarm and empty reservoir alarm are working properly. All buttons are functioning properly and the backlight is working properly. The insulin pump was monitored and no unexpected low battery alert alarm or additional errors or alarms occurred. No damage was found on the keypad traces and the lcd isolation tape during our visual inspection. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. No worn buttons on the keypad overlay noted.